Event description:
It was reported that the right atrial lead was exhibiting a sensing issue and the right ventricular lead was exhibiting low impedance. Both leads were capped and replaced on (B)(6) 2017. The patient was stable post procedure.